Event description:
Olympus was informed that during an uncertain procedure, the distal end of the probe broke. There was no pt injury reported.

Manufacturer narrative:
The subject device including distal tip of the probe was returned to olympus for eval. The eval confirmed that the probe broke down at 8 mm from the distal end. There were scratches on the probe. This product is subject to total inspection to ensure that the product is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. The instruction manual of sonosurg mentions warning and caution. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.